Event description:
The customer reported that the bipolar current was activating even when the purple button wasn't pressed and before the instrument handle had been closed. There was no damage to tissue and no patient injury.

Manufacturer narrative:
(B)(4). One used (B)(4) device was returned for evaluation. When testing the sealing function, the instrument self-activated in an open circuit condition. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was manufactured prior to this change being implemented.